Event description:
The customer reported that they had a "speaker malfunction" and that it had failed to emit sound.

Manufacturer narrative:
(B)(4): the customer reported that they had a "speaker malfunction" and that it had failed to emit sound. No adverse patient impact was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.